Event description:
The following information was provided by the initial reporter injury or harm: no. The needle did not retract. This resulted in the removal of a contaminated sharp from the patient, requiring a second IV insertion.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382512 and lot number 5083243. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.